Manufacturer narrative:
(B)(4) - blade does not cut. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual trigger involved in this event was returned for evaluation. The main housing was not returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the returned trigger housing operated as intended.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2013. During the procedure, the device slowed down halfway though the case. The device stopped cutting effectively. Another like device was used to complete the procedure with no adverse patient consequences.